Event description:
It was reported that the user experienced persistent high glucose with a pump reading elevated and a confirmatory fingerstick of 420 mg/dl while using the ilet, with a history of infusion site scar tissue and an infusion set occlusion that resolved only after a full supply change following an initial incorrect site change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care provided support that included troubleshooting and education regarding site management and supply replacement. Investigation of this case revealed an infusion set occlusion associated with the infusion site, necessitating a complete supply change to restore delivery. It was concluded, based on established findings for similar reports, that the cause was an infusion site occlusion.